Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in attempting to load a new cartridge, but the issue persisted, leading to the decision to replace the pump. A replacement pump with a new serial number was provided to ensure continued insulin delivery.